Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chest wall. It was reported that the patient had fallen many times. It was reported that the patient had experienced pain in their whole body since before they had the device implanted. The patient stated that they had fallen multiple times but could not say when the occurred exactly. The event date was reported to be 2001. Additional information was received from the patient. It was reported that the patient was not sure what circumstances led to lack of therapeutic effect, pain, and falls. The lead wires were moved with new unit and no falls were related to the stimulator after (B)(6) 2013. The patient also reported their left leg no longer goes numb or asleep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.